Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and mobile application. Also, the customer reported the pump is not even trying to search, would automatically get a no devices found error the moment the pair new device option is selected. The customer reported no adverse event. The event involved product(s) mmt-6101 and mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-6101. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 140 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 140 pounds which is updated in section a4 with this report. The p-cap locks properly into the reservoir compartment. The pump passed the self test. Pump successfully connected to test transmitter. Pump successfully connected to cellular device. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay pump unable to connect to transmitter not confirmed during analysis. Pump unable to connect to cell phone not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.